Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2021 regarding a patient receiving unknown medication via an implanted infusion pump. It was reported that the patient was hospitalized for the fifth time with the same surgeon who kept messing up with their pain pump. They were seeking another physician who could work with the pump.